Event description:
Info received indicates there is no head up function from the right caregiver board due to fluid ingress on the siderail ucm board.

Manufacturer narrative:
The technician replaced the right siderail ucm board to repair the bed.